Event description:
It was reported that during a lower leg interventional procedure, a guide wire fracture occurred. The lesion was located in the tortuous and calcified posterior tibial artery. The luge guide wire was advanced to the lesion with another MFR's guide catheter. When the wire was "pulled back into the catheter, the wire came apart." The catheter was advanced, and the "frayed tip" was removed with the catheter. Another MFR's guide wire and another catheter were advanced to the lesion. The pt was sent to surgery to complete the intervention. Further info is not available. The pt condition is reported as "fine."